Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (problem code, type of investigation, investigation findings, component code, conclusion), h11. A getinge field service engineer (fse) inspected the unit and identified that the vacuum inlet filter was clogged. The fse replaced the muffler 1/8 npt (d103-00-0631). Following the replacement, the unit was restored to normal operating condition. All required functional tests were performed and passed successfully. The unit was returned to the customer in proper working order.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during routine check that the cardiosave intra aortic balloon pump (iabp) unit not maintaining augmentation properly. There was no patient involvement reported.